Event description:
User reported out an erroneous alt result of 536 u/l for one patient sample. Sample type is plasma. Erroneous result was generated from a sample aliquotted by an mpa system. On (B) (6) 2010, the physician questioned the result and requested the patient be redrawn. The redrawn sample gave 14 u/l. On (B) (6) 2010 the original primary sample tube was repeated on another c501 analyzer serial number 75202 at the site giving 14 u/l. Physician did not act on the erroneous alt result reported. Patient was not adversely affected. Alt reagent lot number, 61893401 the field service representative found the sample probe was misadjusted. He adjusted the sample probe. To verify analyzer performance a precision study was run with no issues.